Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump. Reportedly, the customer was able to successfully charge the pump with an alternate wall adapter. Customer's blood glucose level was 337 mg/dl.